Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured. Crown showed mobility due to implant fracture. Patient has been scheduled for new implant placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was received for investigation. Visual evaluation of the as returned product identified fracture along the implant collar and the micro grooves. There was presence of substantial bone residue around the threads and dried blood in the drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 16 and was used for approximately 1 year. Pictures or x-ray images of the implant in the osteotomy were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint is confirmed through visual and physical evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.